Event description:
It was observed during device inspection that the colonovideoscope exhibited chemical residue in channels and staining in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely that the foreign material could not be removed because reprocessing was not conducted properly due to leakage from switch 1. However, the root cause of the material that remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection the colonovideoscope exhibited foreign material inside the air water cylinder. There were no reports of patient involvement.